Manufacturer narrative:
E1: reporter address is (B)(6). No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for a gastrointestinal bleed on (B)(6) 2023. An ulcer was identified in a colonoscopy on (B)(6) 2023. The patient complained of pain in the hip region and progressive loss of strength in their left leg on (B)(6) 2023. By the end of the day, the patient had complete paraplegia of both legs. A cardiac computed tomography (CT) was performed. The first scan showed no signs of bleeding, but the second scan showed a probable spinal ischemia. The patient was moved to a special rehab hospital in the next week.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook, are currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, under "anticoagulation", also outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.